Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol iii (estradiol iii) on a cobas e411 immunoassay analyzer (disk system). Initial result: >3000 pg/ml (accompanied by a test flag). 1st repeat result: 2184 pg/ml (tested with 1:10 dilution). 2nd repeat result: 2146 pg/ml (tested with 1:10 dilution). No questionable results were reported outside the laboratory.

Manufacturer narrative:
The estradiol iii reagent lot number was 76718305 with an expiration date of 31-jan-2025. An interference was suspected with the patient's sample. The investigation is ongoing.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The patient sample was not available for investigation. The calibration was last performed on 19-sep-2024 and it was within expectations. A general reagent problem can be excluded because the qc prior to the event was within ranges. The alarm trace did not show any abnormality. The customer did not use the rack adapters. The investigation did not identify a product problem. The cause of the event could not be determined.